Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was tested and not able to duplicate issue , so the original complaint issue was not able to be confirmed. Passed functionally test. Not set up to test under load.

Event description:
The head section would keep going down even after the hand pendant is released.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The head section would keep going down even after the hand pendant is released.